Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, nozzle and air/water channel clogging were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope nozzle is deformed. During a standard service inspection of the customer returned device, nozzle clogging was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air/water nozzle was found to be partially clogged with a white residue foreign matter. The foreign material could not be identified and the root cause of could not be determined. Olympus will continue to monitor field performance for this device.